Event description:
It was reported that stent migration occurred. The target lesion was located in the iliac artery. A 9.0x40x135 cm express ld vascular metallic stent was selected and advanced to treat the target lesion. Following deployment, it was noted that the stent migrated to the distal artery. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).